Event description:
The customer observed a falsely elevated, non-reproducible vitros tropl es result for a single pt sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was not reported outside the laboratory as it did not match historical tropl es results for the pt. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Review of datalogger files for the timeframe of the event identified an issue with the well wash subsystem of the vitros eciq. Ocd field service investigated and made necessary repairs to multiple subsystems of the vitros eciq. Following the service activity, acceptable performance has been observed. The root cause of the falsely elevated vitros tropl es result is instrument related.